Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that keypad in the middle button was unresponsive. Customer stated that numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was minute change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a stuck button alarm. The anomaly was isolated to the keypad. Unable to perform the displacement test and self-test due to the stuck button keypad alarm. Unable to confirm communication anomaly due to keypad anomaly.